Event description:
Information received from our (B)(6) affiliate. On (B)(6) 2013, a patient (pt) who wore acuvue 2 contact lenses reported that on (B)(6) 2013, she experienced "redness and difficulty to open the right eye", the pt also reported "discomfort during the day before." The pt had worn cl since 1999; it is unknown how long she had worn acuvue 2 cl. She reported having worn the first pair of lenses for a few days feeling discomfort, and the product in question was the second pair that she wore for one day. The pt consulted a local eye care professional (ecp) who diagnosed with a corneal ulcer. The pt was prescribed epitegel (lubricant ointment), optive (lubricant drops) tid, and tobrex (antibiotic) qid x7 days. The pt's eye "is fine now, but it's not wearing lenses yet." The pt did not know the name or have contact information for the treating ecp. No additional medical information has been provided. The precise nature of the reported injury is unknown; this is being reported as worst case.

Manufacturer narrative:
Product has been requested but not received. A device history review was performed. Lot l00213f was produced under normal manufacturing conditions. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The solution was also tested. The ph and conductivity were in specification. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings. Device labeling single use or reuse.